Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needles experienced cannula break off under the patien skin. Unexpected medical intervention was performed to remove the needle in patient arm. The following information was provided by the initial reporter: on the morning of (B)(6) 2023, the pen needle of the disposable injection needle accidentally broke under the skin when the needle was used by the patient. The patient went to the hospital immediately, and took it out after disinfection.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pen needles experienced cannula break off under the patient skin. Unexpected medical intervention was performed to remove the needle in patient arm. The following information was provided by the initial reporter: on the morning of (B)(6) 2023, the pen needle of the disposable injection needle accidentally broke under the skin when the needle was used by the patient. The patient went to the hospital immediately and took it out after disinfection.